Event description:
Caller states the patient tested 2.1 inr on coaguchek system 1 and 3.7 inr on coaguchek system 2. No treatment information provided. No adverse event reported. Request return of suspect device and replacement was sent. Comparison performed in a medical facility.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2. Reference medwatch with a1 patient for suspect device in coaguchek system 1.